Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the heart catheterization procedure, the cope mandrill wire guide unraveled. There were no patient injuries or additional procedures reported. Additional information had been requested but not provided.